Event description:
It was reported that the hv interconnect cable on the 6800 system has wires exposed at the sleeve of the "c" on the c-arm. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the hv interconnect cable, foot switch and x-ray gasket cover. The system was tested and found to be working as intended and placed back into service.